Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon tip part ruptured upon first inflation at 4atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine coronary cutting balloon. There were no patient complications reported.